Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported cracked display issue. The fse replaced the touchscreen. The part was returned to the manufacturer for investigation: it was determined physical damaged resulted in the line crack damage on screen front display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the touchscreen was cracked. There was no patient involvement.